Event description:
It was reported the device did not pass the therapy delivery test. There was no patient involvement. The philips field service engineer evaluated the device. The cause of the reported problem was a component failure. The field service engineer replaced the device's therapy capacitor and the device was successfully returned to service.